Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during support of impella cp the patient had lost pulses at the limb post procedure, no flow to right leg. Decision was made to take the operating room (or) for 5.5 escalation. Cp explanted and 5.5 implanted.

Manufacturer narrative:
Correction d3, e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.